Event description:
Related manufacturer report number: 2916596-2021-01206. On (B)(6) 2021, the patient was presenting altered mental status, hypotension, and refractory respiratory acidosis and lactic acidosis requiring bipap. The no external power alarms occurred while the patient was en route to the hospital from an acute rehab facility for hypoxic respiratory failure. The patient has a history of bacteremia and it was believed that the infection was the source of respiratory failure but a source has not been confirmed. The patient was put on vasopressors in the cardiac care unit and code status was do not resuscitate. It was reported that upon arrival to the hospital on (B)(6) 2021 the patient had a no external power alarm on interrogation that was stamped around 15:03 and appeared to last until 16:30. Log file analysis revealed 5 no external power alarms on (B)(6) 2021 with the longest alarm lasting 8 minutes. All alarms occurred while attached to the mobile power unit. There were no other unusual events seen in the log file.

Event description:
It was reported that on (B)(6) 2021, when the patient was transferred to the cardiac care unit, there was concern for sepsis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists other neurological events (not stroke-related), infection, and respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 07aug2019. No further information was provided. The manufacturer is closing the file on this event.